Manufacturer narrative:
The console was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that during preventative maintenance, the speaker of an automated impella controller (aic) began making elecrical/static sounds. The aic was repaired using a new power battery manager (pbm), however a controller error alarm then appeared. There was no patient involvement.

Manufacturer narrative:
The investigation has been completed. Data analysis: the console logs show a controller error "pbm voltage out-of-spec #501" which was triggered immediately after the "impella stopped" alarm (#18) on the reported date. This sequence matches the reported complaint. During pm section 13 (short circuit simulation), the procedure intentionally triggers the "impella stopped alarm", which sometimes is followed by a controller error alarm. These alarm also are used to verify audio alarm functionality. This behavior is expected during pm procedure. There were no logs associated static noise coming from the speaker which was likely resolved via the pbm replacement. Device analysis: console (B)(4) is a service loaner that had just undergone its annual preventive maintenance (pm) and was tested on an engineering lab bench. The static noise coming from the speaker was not reproduced given it was likely resolved via the pbm replacement. The controller error alarm is expected during section 13 of the pm procedure. There is no problem found with this device with respect to that issue. No issues were observed with the aic related to the reported false buzzer alarm. H3: added information regarding the investigation status. H6: added codes per the results of the investigation. H10: added the results of the investigation.